Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery took longer than expected to fully charge when plugged into a power source. Additionally, it was reported that the customer experienced an elevated bg level; value was not provided. Reportedly, there was an underlying pump issue that caused the elevated bg level. The customer declined to provide additional information regarding the issues or perform troubleshooting with tandem technical support.